Manufacturer narrative:
The warnings in the package insert state, "the patient is to be warned that the system does not replace normal healthy bone in their temporomandibular joint and they may continue to have chronic pain and limited range of motion." The implant is still inside of the patient and therefore not available for review by the manufacturer. Review of the manufacturing records revealed there were no non-conformances reported for the part and lot identified in this record. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 9 for the same event. Reports 2 - 9 are reported on MFR #0001032347-2016-00211 through 0001032347-2016-00218.

Event description:
Legal counsel for the patient reported the physician implanted the wrong size implant during the bilateral total temporomandibular joint (tmj) replacement procedure. As a result, it is stated the patient has, "suffered excruciating pain and could not open their mouth as much as before the operation." It was reported that the patient has experienced constant jaw and ear pain, and headaches. In addition, it is reported she has further suffered nerve pain, numbness and paresthesia in her face, and significant problems with her vision since the surgery. It is stated she will likely have to undergo additional surgeries. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.